Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the handle was stuck in the mesher. The handle does not crank the mesher. Event occurred during surgery. Delay of 1-15 minutes reported. No harm to the patient. The graft was impacted but able to be used. No additional graft was required. No additional consequences have been reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h6 and h10. UDI: (B)(4). Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by chemtronics on 22 april 2020 revealed that the ratchet handle couldn¿t be turned and was stuck half way on the mesher axle. Product repair: repair of the device was performed by chemtronics on 15 june 2020 which included replacement of the following: bottom roll, ratchet gear the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair: skin graft mesher sn (B)(6) has not been previously repaired/evaluated before 22 april 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information available.